Event description:
It was reported that during the implant of this right atrial (ra) lead the helix became damaged. The lead was discarded and was not used. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the implant and explant date.

Event description:
It was reported that during the implant of this right atrial (ra) lead the helix became damaged. The lead was discarded and was not used. No adverse patient effects were reported.